Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the threaded tip broke while unscrewing on an unknown date. During the unscrewing of the blade, the threaded tip of the extraction screw broke within the blade. The removal of the proximal femoral nail a (pfna) blade went well, but the instrument broke during disassembly from the blade. No harm to the patient was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is for treatment, not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, structural stability and production. The values were in compliance with ao/asif specification and with the international standards. The screw is broken due to a mechanical overload. Placeholder.